Event description:
A surgeon reported that seven years following intraocular lens (iol) implant surgery a patient reported experiencing decreased vision. The surgeon noted that the lens had become opaque. He also reported that there was no posterior capsular opacification (pco). At the patient's most recent visit, the surgeon noted the lens had become more opaque in the lower portion of the iol and also observed calcifications. The patient's visual acuity progressively decreased throughout this same time period. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Additional information has been requested. (B)(4).